Manufacturer narrative:
Per tandem's t:slim x2 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing process while still being attached to the site. Reportedly, the customer delivered 10 units of insulin. Tandem technical support advised the customer that the 10 units of insulin have been received and that the fill tubing process should only be done when disconnected from the pump; customer acknowledged. Customer reported steps are being taken in account for the 10 units of insulin delivered. Prior to performing the fill tubing process, the customer's blood glucose (bg) level was approximately 220 mg/dl. After fill tubing was performed, customer's bg level was 80 mg/dl.